Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review of the part, it is confirmed that device is broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a bag of instruments were given by the sterile processing department that had been damaged. A replacement is needed.